Event description:
The customer reported that their pump screen was dark and would not turn on. The blood glucose level was recorded between 54-500 mg/dl, indicating normal variance without any adverse impact. Technical support instructed the customer on troubleshooting steps, but the pump failed to turn on. Consequently, technical support arranged for a replacement pump and ensured the customer would use a backup insulin pump to maintain insulin delivery. The customer was also instructed on how to return the faulty pump using a prepaid label and to place the pump in storage mode as part of the return process.